Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event. As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product. If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported faulty product. Additional information received stated the feed product was present on the outside of the tubing from the joint where the purple connection joins the thin clear tubing and for several inches down the outside of the tubing. The purple cap had no tube feed residue on the outside, thus it looked like the leak started at the joint. There was no harm to the patient.

Manufacturer narrative:
Investigation conclusion: the reported complaint stated the product was faulty. Additional information received stated the feed product was present on the outside of the tubing from the joint where the purple connection joins the thin clear tubing and for several inches down the outside of the tubing. The purple cap had no tube feed residue on the outside, thus it looked like the leak started at the joint. The report of product code 775100, epump cross spike feed & flush, with lot number unk was investigation. A device history record (DHR) review was not performed as an unknown lot number was reported. The reported product was not returned for evaluation as it was discarded; however, a photograph was provided. Examination of the photograph confirmed the report of leak as a leak was identified at the connection point of the tubing and cross-spike. A formal investigation, currently in process, was initiated to determine the root cause of the confirmed product failure and, if applicable, corrective or preventive actions necessary to prevent the product failure from recurring. This complaint will be used for monitoring and trending purposes.